Manufacturer narrative:
The purpose of this supplement report is to update the agency on new information regarding the product investigation conducted as result of this adverse event. The product investigation completed by (B)(6), hoya quality assurance department, on 07/22/2015, found that: the lens was ejected out of the injector and was explanted. One haptic was torn at the tip and the torn haptic piece was found inside the injector tip. The slider was fully advanced and the rod was partially advanced. The tip of the rod was deformed. Traces of lubricant were found inside the injector tip and on the lens. A review of the production records showed no irregularities or abnormalities during its manufacturing and/or inspection processes. The exact cause in this case could not be ascertained.

Event description:
Additional information: part of the haptic stayed in the injector after the lens was implanted. The lens was explanted on the same day and another hoya lens with the same diopter was implanted. Patient prognosis was noted as good.

Manufacturer narrative:
The product was returned to the mfg division in (B)(4) on 07/02/2015 for product eval. When the product analysis is completed, an MDR supplement report will be filed to update the agency with the report findings.

Event description:
Part of the haptic stayed in the injector after the lens was implanted. The lens was explanted on the same day and another hoya lens with the same diopter was implanted. Pt prognosis was noted as good.